Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that the PICC line had a leak in the extension tube during a red cell infusion, though they were not sure if the leak was at the white or purple lumen. The device was replaced, but there were no injuries aside from this replacement procedure.